Event description:
On 08/30/2021 it was reported by a sales rep via sems that during a case an ar-613-1 ibalance¿ tka is broken. There was no patient affected. No additional information provided.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed, the anvil detached from the handle because the weld broke. The anvil was worn due to impaction and the handle was dented. The most likely cause of the reported failure is wear and tear.